Event description:
It was reported that the insulin pump alarmed no delivery excessively during a bolus attempt. The caller stated that the infusion set and reservoir had been changed, but the alarm kept recurring. A bolus of 8 units of insulin was delivered, but the caller stated that the blood glucose reached as high as 26 mmol/l, so she wanted to deliver a bolus again; however, the insulin pump alarmed no delivery again as well. The caller was advised to disconnect from the device and deliver 5 units through the fill cannula step. The customer reconnected, and during the bolus delivery, the insulin pump alarmed at 2.3 units. A new infusion set was used and the insulin pump alarmed no delivery again. The customer was advised to insert a new infusion set and that the infusion sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.